Event description:
My name is (B)(6). Not sure how to start. I had inguinal hernia repair on the right side and meshed was installed in 1998. (B)(6) 2013 I felt kind like a rip in the same area as inguinal. Then I felt things start moving inside I upchucked for 6 months and still to this day. I was at (B)(6) pounds (B)(6) of 2013. Now at (B)(6) pounds. I have been in the ER over 20 times last 20 months. Seen their surgeon's twice. This is at (B)(6) medical center. (B)(6). All of them told me I was fine. I new they was wrong not wanting to touch me due to the mesh. I went to (B)(6) on my own to be checked until it broke me. They found another hernia. Femoral. Below the inguinal where the mesh is. Right side. They also found that the femoral artery was severely narrowed about 75 percent. Next to the inguinal. Right side. All in the same area. I have been in touch with every one I can think of. No response. I am severely ill. Can not feel my right leg now. Can not walk less than half block. Severe pain in left arm from elbow to my hand. No one will help me. I have tried everything. Only one that believes me is my doctor and another surgeon that agreed the mesh must come out. 2 years now. I pray some one reads this. Is it because I am on (B)(6). Medicare? I have already been in touch with the FDA several times. I can not get records from host to find out what kind of mesh is in me because I went to the host and requested my records about the mesh surgery and both pages some one took a marker and blacked all my stuff out. One of your people I spoke with over a year ago said that he would not be surprised if the host was in the process of destroying my paper work. I have not got any further than that to this day. I need medical help. Or I will die. How can I get some one to help me?